Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 49 mg/dl; cause was unknown. Juice, food and candy were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading on (B)(6) 2019 was 57 mg/dl. Therefore, the complaint could not be confirmed. Blood glucose (bg) of 50 mg/dl was entered into the pump by the user on (B)(6) 2019 at 10:11:08 am. Blood glucose (bg) of 48 and 49 mg/dl was recorded by continuous glucose monitor (cgm) on (B)(6) 2019. Cgm alert 1 (cgm low alert) was annunciated. A tubing fill of size 12.4 units was observed on (B)(6) 2019. A tubing fill of size 12.4 units was observed on (B)(6) 2019. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2019, user made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). On (B)(6) 2019, user made bolus requests while still having insulin on board (iob). Making bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob) could lead to a low bg event. Making bolus requests while still having iob could lead to a low bg event. A cgm alert 14 (transmitter out of range) enunciated on (B)(6) 2019. Allowing the cgm transmitter to go out of range prevents the user from continuously monitoring bg and potentially addressing an impending low bg. There is no evidence that the pump experienced a malfunction or failure.